Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Codes: investigation

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted on (B)(6) 2022. While the patient was inserting the sensor, they were showing their sister how to insert it for future reference. The patient's sister stated that the last time she looked at the continuous glucose monitor (cgm), it was in the two hour warm up phase. On the morning of 11/24/2023, the patient's sister noticed that the patient was weak and he could not recognize her. She checked the cgm and it was not providing readings, she stated it showed, "new sensor". She called for an ambulance and when they arrived, they checked her blood glucose and the meter was reading, "high". The patient was transported to the hospital and upon arrival, they checked the bg again and it was 1300 mg/dl. The patient was treated with insulin for hyperglycemia and the doctor noted that the patient was in a "state of deep sleep". The patient was admitted to the hospital and was in the hospital for a month. At the time of the report, the patient was in normal condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.